Event description:
Additional information was received that the clinic was unable to obtain the measurement of the high impedance through the remote home monitoring system. They have opted to wait until the patient's scheduled appointment in two months to do any further follow-up. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement on the right ventricular (rv) lead. The field representative is attempting to obtain additional information. No adverse patient effects were reported.

Event description:
Additional information was received that this rv lead was explanted three months later due to a suspected lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 195 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.